Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer was advised to change the infusion set and the reservoir. And call back for assistance if the alarm occurs again. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.